Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test. No excessive no delivery alarms were noted. The pump was received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she bloused 3 times in the last weeks, and her blood glucose did not go down. The customer stated that she changed her set and treated with an injection and her blood glucose went down. The customer stated that she had no delivery in the past month when she changed her set. The customer stated that she did not want to return the set for analysis. The customer was advised to call when the alarm occurs to troubleshoot.